Manufacturer narrative:
Result of investigation: vyaire medical field service went onsite trouble shot the device. Installed new turbine to correct leak failure issue. Installed new o2 (oxygen) blender and o2 (oxygen) cell to resolve o2 delivery issue. Ran complete o2 (oxygen) calibration and o2 (oxygen) delivery test. Ran complete successful operational check. Unit is ready for patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is alarming o2 (oxygen) percent fail and giving disconnect alarm. As of this time, there is no information about patient involvement associated with this reported event.